Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins was replaced and patient was still having bladder symptoms. No further complications were noted or anticipated. Refer to related (B)(4) - no device allegation; (B)(4): bladder symptoms/lead in wrong place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the ins being replaced was that their doctor¿s ¿recommendation/plan of attack¿. There were no further complications reported or anticipated.